Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: " loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to improper surgical technique.

Event description:
It was reported patient underwent a left total knee arthroplasty in 2013. Subsequently, patient underwent revision procedures on an unknown date and (B)(6) 2014 due to unknown reasons. Patient was further revised on (B)(6) 2014 due to a migrated locking and pain. The locking bar was removed and replaced.